Event description:
It was reported that this left ventricular (lv) lead was exhibiting failure to capture. The lead was later explanted and replaced. No additional information is available at the moment. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting failure to capture. The lead was later explanted and replaced. No additional information is available at the moment. No adverse patient effects were reported. Additional information was obtained, x-rays were performed, and a dislodgement was noted. Physician opted for a new lead. The lead is expected to return for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner, and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Based on the instructions for use for this product, micro dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner, and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Based on the instructions for use for this product, micro dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting failure to capture. The lead was later explanted and replaced. No additional information is available at the moment. No adverse patient effects were reported. Additional information was obtained, x-rays were performed, and a dislodgement was noted. Physician opted for a new lead. The lead is expected to return for analysis.